Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that inspection showed that the handpiece tune and functions normally, however, an issue was identified with the internal tip collar, which was found to be misaligned and required excessive force to tighten the tip during service. The procedure type and completion details were unknown. There was no information about patient impact.